Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the plpul2020 ultra surgical smoke evacuation pencil, device was being used on (B)(6) 2026 during a whipple surgery procedure when it was reported ¿the blade holder collapse and telescopic capture port cracked during procedure.¿. Further assessment questioning found that the device did fragment into the surgical site and was retrieved by a forcep. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.